Event description:
It was reported that the image was not visible on the videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: dust, stain or foreign material attached to the electrical contacts of the video connector and the connection state was insufficient, which temporarily deteriorated the electrical connection with the system. Chipping damage was confirmed in the bending section cover glue of the bending section, so mechanical stress (load) such as hitting or dropping was applied to the internal electrical circuit of the image sensor. Electrical load (stress) accumulation due to current flow to the image sensor mounted in the image sensor unit built into the distal end of the scope and the internal electrical board of the scope connector (including the electrical components mounted on the electrical board), accidental application of static electricity, overcurrent due to attachment/detachment while the system is on, etc., temporarily worsening the electrical connection and adversely affecting the image signal output, making the image signal output unstable. Overcurrent may be due to attachment/detachment while the system is powered on, overcurrent from other devices or electrical wiring, or adhesion of dust or moisture to the electrical contacts between the system and the video connector. The event can be detected and prevented by following the instructions for use: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system, in the operation manual. Olympus will continue to monitor field performance for this device.